Event description:
It was reported that one month after implant the lead had high thresholds and low sensing. During extraction of the lead blood was observed in the lead insulation. It was also reported that the lead was nicked during explant. The lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.